Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: pucks-faes e, hitzenberger g, matzak h, verrienti g, schauer r, saltuari l. Intrathecal baclofen in paroxysmal sympathetic hyperactivity: impact on oral treatment. Brain behav. 2018;8(11):e01124. B3: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: intrathecal baclofen (itb) is a commonly used treatment in severe spasticity. The main objective of this study was to assess the impact of itb on reduction or withdrawal of oral drugs in patients with paroxysmal sympathetic hyperactivity (psh) after severe traumatic brain injury. Reported events: in one patient, the intrathecal catheter had to be revised due to dislocation. See attached literature article.